Event description:
I used this (B)(6) product to soak my contact lenses. The large print says "lens care solution." The bullet points below say: for soft contact lenses replaced in 30 days or less. Cleans. Disinfects. Remove protein. Stores. The product comes in the same bottle as every other soaking solution I have ever used, so I soak my lenses in this solution and my eyes are on fire the next morning when I put the lenses in my eyes. I used every kind of eye drops I owned to put out the fire as I was driving my daughter to her first chemo appointment. Within 3 hours the whites of my eyes were burned and fire engine red. I came from her cancer center and removed the contacts and flushed my eyes with water after 3 hours. My eyes are still sore, red, swollen and definitely injured. The small print on the label says "do not rinse lenses in (B)(6) disinfecting lens care solution prior to insertion." The tiny print on the back says "never rinse your lenses in this solution prior to inserting the lenses into your eyes." This label is dangerous. My vision has not been normal for two days and I have had terrible pain due to this label. I have never known anybody who uses one product to clean their lenses and another to rinse them and soak them for the night. This product is on the shelf next to routine soaking solutions in an identical bottle and the warning labels are in very tiny print. I saw lens care solution and "for soft contact lenses replaced in 30 days or less" and that the product was for storage. Why would I suspect this product could burn my eyes with peroxide and phosphates?